Event description:
The customer stated that a mp70 monitor went blank during a pt code.

Manufacturer narrative:
The customer stated that his mp70 monitor went blank durin a pt coding. The pt died at a later date. The customer stated that there is no link between the monitor blanking out and the pt's death. The philips field service engineer went onsite to investigate the issue. The philips fse discovered that the root cause of this issue was a disconnected power cord. He relocated the power cord plug, resolving the issue. He tested the monitor and the monitor worked per its specifications. A blank screen is obvious to clinicians, so alternative monitoring can be implemented with minimal delay. The available info supports that there was no malfunction of the device, labeling, or design. No other calls were logged and no further investigation or action is warranted.